Manufacturer narrative:
The insulin pump passed functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with no vibration during self test.

Event description:
Customer's father called to report a hospitalization due to low blood glucose. Customer's blood glucose reading was 70 mg/dl after manual injection. Customer had a seizure. Caller stated that customer gave himself too much insulin and the time and date are one day ahead. Nothing further reported.